Event description:
A customer reported to baxter (B)(4), a one-link IV connector in which a disconnection occurred. According to the report, the customer advised that the incident was regarding an IV that was connected to a level 5 patient. The tubing disconnected from the luer lock connection and the one-link connector fell off. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention or adverse event associated with this report. No addition information is available.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. Should additional information be received, a follow-up medwatch will be submitted.